Event description:
It was reported to boston scientific corporation that an rx cannula was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure the guidewire was inserted into the lumen and advanced deeper into the bile duct. After a successful cannulation, the device was removed leaving the guidewire inside the patient. When the physician attempted to remove the device, he tore through the c channel 2 cm from the tip of the cannula up to the exchange marker. Furthermore, the physician added that no excessive force was applied, the guidewire used was unknown and the device was tested prior to use. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination found that the guidewire lumen was torn from the distal end of the guidewire channel to the tip; splitting the tip. The ro marker was detached from the guidewire lumen and was not returned. An examination of the working length revealed marks indicating that the ro marker was placed inside the lumen during manufacturing. The investigation concluded that the guidewire channel split and the ro marker was no longer secured inside the guidewire lumen. Subsequently causing the ro marker to fall out of the device. The damage to the device was likely due to excessive force while removing the guidewire from the cannula. Therefore, the most probable root cause classification for the reported failure is operational context.

Event description:
It was reported to boston scientific corporation that an rx cannula was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure the guidewire was inserted into the lumen and advanced deeper into the bile duct. After a successful cannulation, the device was removed leaving the guidewire inside the patient. When the physician attempted to remove the device, he tore through the c channel 2 cm from the tip of the cannula up to the exchange marker. Furthermore, the physician added that no excessive force was applied, the guidewire used was unknown and the device was tested prior to use. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. The event: catheter ripped/torn. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.